Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was foreign material resembling residues from previous procedures found lodged in the scratches of the connecting tube and in the bending section cover (a-rubber) adhesive. The reported fault was due to insufficient cleaning. Additionally, the flexibility adjustment ring had a scratch. The air/water (aw) cylinder had no color. The suction cylinder had no color. The switch box had a scratch. Due to breakage of the light guide bundle, illumination was poor. The light guide lens had a crack. The adhesive on the bending section cover had foreign objects. The connecting tube had foreign objects. The universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced the distal end cap, and the light guide broke. It was unknown when the event was found. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the foreign material resembling residues from previous procedures was found lodged in the scratches of the connecting tube and in the a-rubber adhesive. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Per additional information, the reprocessing processing was validated. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the a-rubber glue and connecting tube could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.